Manufacturer narrative:
The driver's alarm history was reviewed and confirmed the customer-reported single compressor malfunction alarm. The customer also reported that the alarm occurred while the driver was supporting the patient; however, the patient parameters recorded at the time of the single compressor malfunction alarm are indicative of the drivelines not being connected to a patient. Per rd-139, syncardia companion 2 driver system software requirements specification, all alarms are disabled for the first 120 seconds upon driver boot up and therefore the alarm condition was met prior to patient support. The driver passed all testing and was found to perform as intended under normal operating conditions. When testing was performed outside of the normal conditions (drivelines disconnected), a single compressor malfunction alarm was reproduced. The likely root cause of the customer-reported alarm was the driver being booted up without drivelines (load). Single compressor malfunction alarm without drivelines is a known issue currently being investigated under a corrective and preventive action plan. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4796 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.